Event description:
During routine battery replacement, md found pocket to be infected. Device was removed and not replaced at that time due to the infection. Plans to implant new battery once patient has a course of antibiotics and infection is cleared. Patient was seen for battery change (assumed to be normal battery depletion) at which point an infection was noted. Explanted product was not returned to medtronic for analysis therefore no further action will be taken.